Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 125 ohms along with noise being oversensed. Additional information indicated that noise was recreated through advanced troubleshooting maneuvers (atm) and shoulder movements. Further, a lead fracture was presumed as the cause of the observation, however was not conclusively determined through x-ray. The rv lead was surgically abandoned and no longer in service. In addition, during a pre-discharge check after the lead revision, high out-of-range (oor) pacing lead impedance of greater than 2,000 ohms, high pacing thresholds and low r-waves were exhibited. The clinic re-evaluated patient for possible causes. However, the new implanted rv lead was firmly in the header. The lead was disconnected and checked through a pacing system analyzer (psa) with measurements in normal range. Further, it was then decided to replace the device. The ICD was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--